Event description:
It was reported the patient¿s lead migrated. It was noted issues was due to the dislodgement and migration of the lead. The reporter stated that a revision would be upcoming. It was noted that an x-ray showed lead movement. It was further noted that the patient had a loss of therapy. It was noted the patient did not require hospitalization and the patient outcome was recovered without sequelae. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97792, lot# n401241, implanted: (B)(6) 2013, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).